Manufacturer narrative:
The unit did not have a button response due to an unlocked lcd keypad connector. The displacement test could not be performed due to a keypad anomaly. The unit had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.